Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of medication for non-malignant paid due to failed back surgery syndrome. The pt developed meningitis on 5/2000 with symptoms including severe headache, neck pain, and facial pain. Cerebro spinal fluid wbc's were 1975. Cerebro spinal fluid cultures were negative. The pt had a malposition externalized catheter with a cerebro spinal fluid leak. The pt was hosptialized and given IV antibiotics for 21 days. The pump and catheter were explanted. The pt recovered with no sequela.